Event description:
It was reported by the affiliate that during a lobectomy, the handswitch did not work at all. Another device was used to complete the case. There were no adverse consequencs to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.